Manufacturer narrative:
After further review of the record on 1 may 2019, it was determined that because the tightrail device would not advance nor retract after the lld snapped during the procedure, this is also considered a malfunction per FDA definition, since the device did not perform as intended (cfr 803.3(3)(k)). This field changed to reflect both adverse event and problem. Incorrect 510k number was populated in the initial MDR. This number edited to accurately reflect the 510k number of the tightrail device. Device codes added to reflect the nature of malfunction of the device. Note: the malfunction of the tightrail device, in which it would not advance nor pull back after the lld snapped during the procedure, did not cause or contribute to the superior vena cava (svc) injury in which the same tightrail device was involved. Although the tightrail device was suspect in the svc injury, the injury was not caused by a malfunction of the device. The device simply did not perform as intended (malfunctioned), separate from the patient injury, during the procedure.

Manufacturer narrative:
Patient's weight could not be obtained from the user facility. The device was discarded. There is no allegation of a malfunction of the tight-rail device. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced. The lead extraction was being performed due to "noise" on the right ventricular (rv) lead. The operative plan was to remove the current cardiac implantable electronic device (cied) and implant a different device. The physician opened the pocket and dissected out the lead. When he took an xray image it was seen that the lead was attached from the clavicle. He then used a spectranetics lead locking device (lld) ez which was deployed successfully. Then he used a 13fr spectranetics tightrail rotating dilator sheath 545-513. The tightrail advanced, but stopped at the clavicle. From this point, the sheath advanced slowly and with difficulty. The tightrail sheath, and the outer sheath were advanced just past the superior vena cava (svc). Due to a malfunction of the spectranetics lead locking device (captured in a separate MDR 1721279-2019-00031), the tight-rail couldn¿t be advanced or pulled back. Physician pulled back the outer sheath. At this point there was a significant drop in the patient's blood pressure. Rescue interventions were implemented. The intervention was not successful and the patient died. The physician believes that the lead was sitting on the svc, and when the tightrail sheath advanced, it created a tear that was covered by the outer sheath. When the outer sheath was pulled back the tear was no longer occluded, hence the large drop in the patient's blood pressure.